Manufacturer narrative:
The serial number of the customer's cobas e411 disk is (B)(6). The investigation reviewed the calibration data. The calibration signals were within expectations. However, the customer's calibration 2 signals were below the lower expected values during kit release. The investigation reviewed the qc data. On 07-sep-2023, the qc was within assigned ranges (±2 standard deviations sd). The investigation reviewed the customer's handling of patient samples. The specified number of tube inversions was only one. The investigation noted that most tubes contain an additive and regardless of the additive type, all tubes should be gently inverted to ensure thorough mixing of the blood with the additive. Tubes with anticoagulants such as ethylenediaminetetraacetic acid (edta), heparin etc., must be mixed to ensure that the specimen does not clot. Therefore, inverting the tube once may not be enough. The alarm trace did not indicate any issues. The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys troponin t hs stat result from one patient sample tested on the cobas e411 disk. The reporter was expecting a low result. On (B)(6) 2023 at 7:51 am, the initial result was 0.180 ug/l with a data flag. On 07-sep-2023 at 8:02 am, the repeat result was 0.006 ug/l.

Manufacturer narrative:
The investigation reviewed the customer's qc. It is unknown if qc was performed before the patient sample was run. Product labeling states "quality control - controls for the various concentration ranges should be run individually at least once every 24 hours when the test is in use, once per reagent kit, and following each calibration." The customer's calibration 2 signals were below the lower expected values during kit release. Product labeling states "calibration frequency: calibration must be performed once per reagent lot using fresh reagent (i.e. Not more than 24 hours since the reagent kit was registered on the analyzer). Calibration interval may be extended based on acceptable verification of calibration by the laboratory. Renewed calibration is recommended as follows: after 12 weeks when using the same reagent lot after 7 days (when using the same reagent kit on the analyzer) as required: e.g. Quality control findings outside the defined limit." The calibration and qc data do not point to a general instrument or reagent issue. The investigation determined the event was consistent with a preanalytic issue at the customer site (customer only inverts patient sample tube with additive once). Preanalytics are within the customer's responsibility. There was no indication of a device malfunction.